Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted couple of months ago in 2023. Exact date of explant is unknown. Additionally, the patient experienced ineffective therapy (related manufacturer reference number:3006705815-2024-00686).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(4), batch: a000059931.

Event description:
It was reported that the patient was unable to set the system into MRI mode. Impedance check revealed high impedances on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedance.